Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon used the hdh05 for a few minutes and then got a solid tone and the instrument would not work again. There was no consequence to the pt.